Event description:
A malfunction alarm was reported, which did not adversely impact the customer's blood glucose level. The technical support team assisted the customer by providing information to reset the pump, but when the malfunction code recurred, a decision was made to replace the pump. The customer was instructed to switch to multiple daily injections (mdi) as a backup therapy.